Event description:
It was reported that the patient had the leads removed and the hcp (healthcare professional) was advised to leave in the ins (implantable neurostimulator) since the patient would still be able to do full body MRI. It was stated that the patient was expecting to get the ins and leads removed. More than one week later it was reported that the patient was receiving an MRI in two days. Three days later it was reported that the MRI had been performed and nothing was heard regarding any issues.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v360222, implanted: (B)(6) 2010. Product type: lead: product ID 3888-33, lot# v360222, implanted: (B)(6) 2010. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3888-33, lot# v360222, implanted: (B)(6) 2010. Product type: lead: product ID 3888-33, lot# v360222, implanted: (B)(6) 2010. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care professional (hcp). It was reported that leads and extensions were removed in 2013. No further patient symptoms or complications were reported.